Manufacturer narrative:
The field service engineer could not determine a cause. The engineer verified that the sample probe was not clogged and adjusted the rinse unit rinse volume. Mechanism checks were performed and there were no errors. Precision studies were performed and all results were within specifications.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alb2 albumin gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in an albumin value of 0.2 and repeated as 3.3 accompanied by a data flag. No units of measure were provided for the test. The albumin reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.